Event description:
It was reported that a malfunction occurred with the pump, displaying malf 0 code. There was no reported adverse impact to the customer¿s blood glucose level, as the impact information was unknown or declined. The customer was assisted by technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.